Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was scratched in delivery system. In surgeons opinion injector or cartridge caused the event. The injector felt really tight when surgeon was trying to advance the lens the lens came out all scratched up on the sides. Injector feels fine when didn't have a cartridge in it. The surgery completed with replacement lens. There was no patient impact.